Event description:
It was reported that the pump's system error 1 alarm was noted eight times. It occurred predominantly while in the "a-fib mode." The pt was transferred to another pump without any complications.